Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the right femoral artery. The greater than 85% stenotic lesion was located in the left anterior descending artery. The physician predilated the lesion with a non-bsc balloon and then advanced a 2.7x32mm omega stent up to the guide catheter and then observed "microscopic structural deformities and fractures in the struts of the stent." The procedure was completed with an unspecified stent. No patient complications were reported and the patient's status is stable. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the right femoral artery. The greater than 85% stenotic lesion was located in the left anterior descending artery. The physician predilated the lesion with a non-bsc balloon and then advanced a 2.7x32mm omega stent up to the guide catheter and then observed "microscopic structural deformities and fractures in the struts of the stent". The procedure was completed with an unspecified stent. No patient complications were reported and the patient's status is stable. The device is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple struts stretched and flared. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).